Event description:
It was reported that prior to use it was discovered that the plunger was damaged with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: plunger damage.

Manufacturer narrative:
H.6. Investigation: it was performed the DHR to reported batches, quality notifications and maintenance records were checked where no records potentially related to failure were found. The available samples were analyzed and it was possible to confirm the broken rod defect. The possible cause for the problem is a syringe screw in the assembly. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the plunger was damaged with a bd plastipak¿ 3ml luer-lok¿ syringe. The following information was provided by the initial reporter, translated from portuguese to english: plunger damage.